Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse was informed that the error is not occurring any more. The customer is running specimens all day with no errors. The fse cleaned and lubricated the x-axis cup pickup assembly. Fse verified proper operations with no errors. Six cup transfer evaluation test were performed and no errors were detected. Instrument is functioning as intended and released. The most probable cause for this event is the unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4163 x-axis cup transfer z-axis home overrun on their aia-2000. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.